Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The target lesion was located in the left common iliac artery at the aortic bifurcation. The 8.0x20mm innova stent was advanced and deployed without issue; however, the stent migrated to the distal aorta. A 9.0x60mm non bsc stent was placed inside the innova stent to anchor it in the left common iliac. A 10x40mm non bsc stent was then placed in the right common iliac using the kissing technique with the first stents. The physician was happy with the final result, but did indicate the wrong size stent had been chosen. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).